Event description:
It was reported, that the telescope was broken. The issue was found at the end of the therapeutic laparoscopic colonoscopy that was completed with the same device and no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the light guide connector was broken and there was a dent on the outer insertion tube. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by excessive force caused by a mechanical impact. Olympus will continue to monitor field performance for this device.